Manufacturer narrative:
Evaluation summary: the oe-b10 replaced. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Oe-b10 tubing disconnection. This event occurred at the time of before use. There was no report of patient harm.